Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. A portion of the outer shaft was plastically deformed and torn proximal of the proximal balloon weld. The balloon was bunched-up on the distal end. There was a hypotube kink at the distal end of the strain relief. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 29-jun-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft damaged (shaft torn).